Event description:
It was reported within two days post implant, the right ventricular (rv) lead was suspected to have perforated the rv. The rv lead had no capture at maximum output and the impedance was 3323 ohms. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.